Event description:
A positive advia centaur troponin ultra pt result was reported to the physician and the pt was admitted to the hospital. The sample was repeated on the same instrument (centaur xp) as well as a second instrument (centaur cp). The re-test troponin ultra results on both instruments were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequence due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant result was due to an obstruction in the wash block manifold connector. The instrument was repaired and is performing within specifications. No further eval of the device is required.